Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to high out-of-range shock impedance. It was planned to increase the alert threshold to 150 ohms and perform additional defibrillation testing should the value reach the 140 ohms range. The ICD and right ventricular lead remain in service.